Event description:
During the transfer of a pt from the bed to the wheelchair, the maximove lift became unstable due to the actuator not being secured to the chassis, causing the lift to raise up for a moment. The actuator was stuck between the chassis and the floor, and it was found that the actuator was only fastened with a small electrical cable instead of the original cable tie. The nurse returned the lift back to the bed and lowered the pt onto it. No injuries were reported.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR arjo (B)(4). (B)(6). Please note that this product is no longer mfg and previous medwatch reports for this product may have been submitted for the mfg site arjo (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo (B)(4) and any medwatch reports will be submitted under (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.